Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the right medial terminal marker and left medial marker is not seen at all') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2016, the patient experienced pelvic pain ("pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and abdominal distension ("abdominal bloating"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("chronic inflammation") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, fatigue and headache outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection, anaemia, dysmenorrhoea, weight increased, abdominal distension, alopecia, abdominal pain and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.13 kgs. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Healthcare provider said. That it looked good.; in (B)(6) 2017: total bilateral occlusion. Healthcare provider said. That they found that the coils had migrated. Imaging procedure - on (B)(6) 2012: essure confirmation test(unspecified)- not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : hair loss, abdominal bloating, weight gain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event- headache added. Event outcome updated for: dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia and abdominal bloating. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the right medial terminal marker and left medial marker is not seen at all') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2016, the patient experienced pelvic pain ("pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and abdominal distension ("abdominal bloating"). In (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and inflammation ("chronic inflammation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, anaemia, dysmenorrhoea, fatigue and abdominal distension outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, weight increased, alopecia, abdominal pain and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in april 2012: total bilateral occlusion. Healthcare provider said that it looked good.; in (B)(6) 2017: total bilateral occlusion. Healthcare provider said that they found that the coils had migrated. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : hair loss, abdominal bloating, weight gain, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet and medical records received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, anaemia, dysmenorrhoea, fatigue, weight increased, abdominal distension, alopecia, pelvic pain, abdominal pain, genital haemorrhage, inflammation. Historical and concomitant products added. Medical history and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.